Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device works on and off was confirmed. An assessment was performed, and it was observed that the device worked intermittently, and had corroded contacts. It was noted that the motor had corrosion on it and rotated very roughly, and the magnets on the motor were not flush with the wheel. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device was working on and off. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.